Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the user was at approximately 5,000 feet elevation and stated that it is their permanent elevation. The user cleared the alarm and insulin delivery was resumed. The user¿s blood glucose (bg) level was 280 mg/dl. The bg level was addressed with a bolus via the pump.